Event description:
On april 26, 2006 the mammographer had finished the lcc and rcc views on a client and was about to carry out the left oblique view. The x-ray tube then started to move vertically downwards with the mammographer beneath the tube head resulting in the tube head coming down on the mammographer. She was unable to reach the emergency stop button in this position and called for help. Another mammographer working on the breast screening van came into the room and swithched off the machine using the emergency button switch. The pt's breast was on the bucky top, partly compressed in the machine because the mammographer was in the middle of setting up for the view. No injury to the pt was reported. The mammographer sustained a neck injury. The hospital reported that his tube movement occured without any pressure being applied to hand buttons or foot pedals by mammographer or client.

Manufacturer narrative:
When reporting to the staff on the van the service engineer was told that the fault was the c-arm had rotated all by itself and that the mammographer tried to stop the tube head movement with her hands and hence got injured in the process. The engineer tested all the operator controls relating to the tube head movement. All functions were found to be working normally. The engineer carried out voltage and signal checks on the motor lamp control pcb, as this is hte pcb in the unit which controls the interaction and opearation tube head movement. All checks were found to be fine and there were no faults on the pcb. The engineer took the decision to replace the motor lamp control pcb just in case the pcb had an intermittent fault on it which was not showing at the time of testing. The motor lamp control pcb was replaced and a full function check of the system was carried out. The board in question is being returned to the manufacturer, hologic for further testing and evaluation. The unit was released for customer use. Pcb evaluation pending: to date, hologic has not received the pcb.